Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.